Manufacturer narrative:
(B)(4). The reported condition of battery issue was confirmed during product evaluation. The assignable cause of this condition was assigned to depleted main batteries caused by user error. The batteries and battery harness were replaced to address the reported condition. A review of the product labeling was performed and found the labeling to be adequate for damaged battery. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The biomedical engineer reported a colleague infusion pump with a battery issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92. On (B)(6) 2011, the baxter field service technician serviced a colleague device, product code 2m9161, sn# (B)(4): battery issue. The process step is unknown; patient injury or involvement is unknown; medical intervention is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. Incident date: unknown. Product surveillance notification date: (B)(4). The customer reported damaged battery as per cts service documentation.